Manufacturer narrative:
An event regarding a fractured impactor was reported. The event was confirmed. Method & results: -device evaluation and results: analysis of the returned device found no material or manufacturing defects. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the device fractured due to multiple bending overloads. No material or manufacturing defects were identified.

Event description:
It was reported that while surgeon was using the cup impactor during a primary right hip surgery, the handle broke. Another impactor was available and the case completed without delay or any adverse consequence to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while surgeon was using the cup impactor during a primary right hip surgery, the handle broke. Another impactor was available and the case completed without delay or any adverse consequence to patient.